Event description:
It was reported that a patient¿s implantable neurostimulator (ins) may have flipped. The manufacturing representative was notified on the day of the report that the ins was loose in the patient¿s pocket. It started getting loose about a week ago and may have occurred when the patient was getting in and out of the car. An x-ray was done on the day of the report and it seemed to indicate the ins was flipped upside down. Before, the patient was able to get 8 coupling boxes but then was only getting 2 at most. It was also reported that per the x-ray, one lead had shot up to t6, and the other lead shot up to t9 and it appeared a revision was in order. Additional information received reported a lead migrated down to t10. The patient has not been scheduled for a revision but the battery and the leads will be revised. No outcome was reported regarding this event. A follow-up report will be submitted when more information becomes available.

Event description:
It was reported that the patient already had the revision and was now receiving satisfactory stimulation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).